Event description:
It was reported that a patient with a 21mm 8300ab aortic valve system was explanted after an implant duration of 8 years, 2 months due to degeneration, calcification, moderate stenosis, and regurgitation. The patient presented with fatigue. The explanted valve was replaced with a 23mm 11500a valve.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.